Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical australia evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. Review of the device log showed no occurrences of a device shut down or reset. Review of the device log for 12 lead was observed; however the issue is not reportable. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The multifunction cable and defib connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.